Manufacturer narrative:
On 04/14/2010 (through follow-up with the health-care provider via fax), no record of the device was found. Per the operative report received, "the sutures were placed in the valve, and the valve was seated. The initial valve did not seat appropriately as there were kinks in it, so the valve was taken out and reinserted. After the sutures were placed in the valve, the valve was seated and tied down. The heart regained contractility very quickly. The valve was deemed to be appropriate both in terms of function and absence of regurgitation."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. No other details were provided.

Event description:
Caller alleged discrepant results compared with another meter. Results as follows: date: (B)(6) 2010, inratio: 4.8, 4.2, alternate meter: 2.8.